Manufacturer narrative:
(B)(4).

Event description:
The customer reports the handle broke off while being used.

Manufacturer narrative:
Qn#: (B)(4). Corrected data: lot# corrected to 14f18f0133. The customer returned a peel-away sheath and the product lidstock for evaluation. The sheath was returned completely peeled and with one of the sheath hub tabs separated. Dried blood was observed on the sheath body. Visual examination of the returned sample revealed that one of the sheath hubs had completely separated from the sheath body. None of the sheath body material remained within the separated hub and neither the hub nor the body appeared deformed/torn at the point of separation. This would indicate that the sheath body was not sufficiently secured within the hub prior to use. Visual examination of both halves of the peeled sheath revealed that the sheath had peeled as expected along the blue score lines. The sheath half still connected to the hub was fully recessed into the hub and showed no abnormalities. The sheath was fully peeled and the tips were undamaged. Both halves of the measured approximately 3.0625" in length. This is within the specification of 3.0625"-3.1875" per product drawing. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "do not withdraw dilator until sheath is well within vessel to minimize the risk of damage to sheath tip." The customer report of the peel-away sheath hub separating during use was confirmed through evaluation of the returned sample. The customer returned a fully peeled sheath and one of the sheath hubs had completely separated from the sheath body. None of the sheath body material remained within the separated hub and neither the hub nor the body appeared deformed/torn at the point of separation. This indicates that the sheath body was not sufficiently secured within the hub prior to use. Based on the condition of the returned sample, the probable root cause for this issue is manufacturing related. A non-conformance request has been initiated to further investigate this issue.

Event description:
The customer reports the handle broke off while being used.